Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 10ml hypodermic syringe luer lok¿ leaked. This was discovered during use. The following information was provided by the initial reporter: when preparing a pouch of etoposide, the hcw noticed after sampling the product that droplets were present on the piston of the syringe under the black rubber seal. This happened again on (B)(6) with another syringe from the same batch. Clinical consequences: none but risk of contamination of the working environment by cytotoxics. Provisional measures and actions taken: other devices of the same batch removed from stock.

Event description:
It was reported that bd plastipak¿ 10ml hypodermic syringe luer lok¿ leaked. This was discovered during use. The following information was provided by the initial reporter: when preparing a pouch of etoposide, the hcw noticed after sampling the product that droplets were present on the piston of the syringe under the black rubber seal. This happened again on december 13 with another syringe from the same batch. Clinical consequences: none but risk of contamination of the working environment by cytotoxics. Provisional measures and actions taken: other devices of the same batch removed from stock.

Manufacturer narrative:
H.6 investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1907012, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1907012 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.